Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported that during impella cp support, the patient was sent to the intensive care unit on bipella (impella cp and impella rp flex) support. The patient¿s groin was oozing from the left impella cp femoral arterial site, the dressing was taken down, forward tension sutures were re-done, dressing was re-done following best practices per bedside registered nurse (rn). The patient received two units of packed red blood cells (prbcs). No oozing was noted. Repositioning the impella cp using echocardiogram guidance as well as due to placement signal low alarms was possible. The patient no longer was on heparin drops due to site oozing overnight. Dressings were re-done by the bedside rn. Impella cp was successfully weaned and explanted. The patient was stable on current support. The plan was to wean and explant the impella rp flex.

Manufacturer narrative:
Investigation summary: major bleed: the cause of the injury is most likely use related since forward tension sutures re-done, dressing re-done following best practices and no oozing noted since per bedside rn. Device history lot: device lot: 1960366 device history batch: sub-component lot: n/a device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.